Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off three times during patient monitoring. There were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) male, survived the event.